Event description:
The pt developed diffuse lamellar keratits after undergoing a lasik procedure. The flap was lifted and the pt was treated with topical steroids. The pt has recovered with no further complications.